Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: the black box showed loss of prime warnings associated with a low non-zero force. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The recorded total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The force sensor pins were seated and the solder connections were intact. No cracked traces were observed. There was evidence of internal moisture found on the continuous glucose monitor board. The force sensor calibration check was within specifications. The battery compartment was cracked below the bumper pad. The ok button was intermittently unresponsive. The ok button contact was cracked.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had lost prime multiple times since (B)(6) 2016, and that the patient has a blood glucose over 500 mg/dl, with dehydration, no energy, unspecified ketones. Patient required no unusual treatment. During troubleshooting, customer support found no potential cause of inaccurate delivery and attributed the excursion to training/misuse. This complaint is being reported because the patient experienced hyperglycemia related to an unspecified training/misuse issue.